Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity; tones were also reported. The physician elected to leave device in service until it reaches end of life (eol) with the next follow-up in a few months and will continue with more frequent follow-ups afterward. No adverse patient effects were reported. This device remains in service.